Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced universal surgical manipulator (usm) arm for failure analysis. The usm arm was tested on an in-house system in normal mode and the system produced error code 25850. The test unit failed the direction test on the yaw. There was no contamination found on the usm arm. A defective yaw searchlight assembly was identified.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the issue, but proactively replaced the universal surgical manipulator (usm) for customer satisfaction. System was tested and is ready for use. Isi has received the usm, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, an error 1162 occurred prior to the procedure. The customer resolved the issue by hard power cycling the system. The issue recurred during the procedure and could not be recovered by a power cycle. The intuitive surgical, inc. (Isi) technical service engineer (tse) checked the error log and found the error 1162 indicate a magnetic issue on arm 3. The customer decided to disable universal surgical manipulator (usm) 3. The procedure was completing as planned with no reported injury. Isi followed up with the customer and obtained the following additional information: the procedure was completed robotically using 3 arms. There was no injury to the patient.